Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had air bubbles in the patient line. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy, and advised to start therapy over with new supplies. The technical service representative reviewed proper procedure per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.